Manufacturer narrative:
The device has a kink at the distal section approximately at 1.2 cm from the distal tip while in the neutral position. Another kink was observed at 76 cm from the distal tip while in the neutral position. Rings were inspected and ring #1, ring #2 and ring #3 seals were found compromised, broken adhesive was observed; there is dried body fluid on the edge of the electrode and the shaft was found broken where the center support was found bent. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The right curve was placed in the specified shaded area of the template; however the left curve failed to reach the specified area, the device failed the dimensional test. Bent center support was observed under x-ray in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. Distal end was dissected and was confirmed bent center support in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. The kevlar wrap was found retracted. Dried body fluid was found within the distal end. The kevlar wrap was exposed in order to measure it, the kevlar wrap was found out of specification.

Event description:
Reportable upon analysis completed on 04jun2019. It was reported that poor curve and deflection issues occurred. A blazer prime was selected for a procedure, however it was noticed during the procedure that the catheter had an irregular curve shape and then the catheter wouldn't curve correctly. The procedure was completed using another of the same with no patient complications occurring. However, returned device analysis revealed broken ring adhesive and fluid ingress.